Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a critical pump error (open book) and then remained on flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. After inspecting keypad assembly, no flattened or creased domes were noted. However, severe corrosion was noted on internal battery connector on pcb1, lcd flex connector gold traces, lcd connector on pcb2, and moisture damage on keypad flex connector. Flashing medtronic logo and critical pump error (open book) were due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Customer's keypad anomaly unknown due to display anomaly preventing further testing of keypad functionality. Unit was also received with: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of stuck button alarms were unknown when unit powered on with critical pump error (open book) followed by flashing medtronic logo, preventing unit download to be able to verify any stuck button alarms. However, customer allegations of moisture damage were confirmed when corrosion was noted on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was in a pool and received the stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and the customer response was the device will be returned.